Event description:
Customer reported she suspects there was something wrong with her infusion set or insulin pump. She has changed her set three times and the last five days and blood glucose had been going over 500 mg/dl. Customer's current blood glucose was 484 mg/dl. Customer stated she felt awful. Customer was unsure if the drive support cap was protruded, loose, sticking out or flush. Customer disconnected at quick release. No air bubbles or leaks noted. Settings were correct. Low battery and low reservoir alarm was noted. Customer did not have tubing clamp unable to perform high pressure test. Cannula was not bent or occluded. Customer was advised to do a complete set change and tubing clamp was mailed out. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.